Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and low battery alarm. The customer's blood glucose level was 127 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was monitored for 1 day. No blank display noted during testing. No bolus wizard anomaly noted during testing. No low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Unit passed the displacement test, self test, sleep current measurement and active current measurement.